Event description:
The customer contacted hotline to report a clear liquid leak under their unicel dxi 600i synchron access clinical system. The customer also reported vacuum over limits error had occurred. The customer powered the instrument down before calling hotline since the leak was close to the power supply. The customer as unable to determine the source of the leak hence requested service to be dispatched to address the issue. The leak could have contained either wash buffer or waste. A customer technical specialist (cts) instructed the customer to check the wash station and fluidics tray for leaks; no leaks were noted. Cts also advised the customer to cover the instrument's pcs to minimize the risk of damage. The customer stated she had proper personal protective equipment at the time of the event. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / hazardous exposure control plan is in place.

Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) was dispatched and was unable to determine the source of the leak. Per fse liquid could have originated from reagent storage unit. The fse cleaned equipment and ran systems check. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. The root cause of the leak is unknown. (B)(4).